Event description:
Surgeon was ablating soft tissue in the subacromial area when the electrode coil appeared to break off. Electrode was removed and it was noted that a portion of the ceramic tip had broken off. Surgeon used a second electrode which did the same thing. All fragments were retrieved and no pt injury occurred as a result of this situation. If this were to recur and the fragments not removed it could potentially cause injury, or require intervention to prevent damage.